Manufacturer narrative:
Analysis of the lead (B)(4) found a reliability non-conformance. The stimulation lead body was broken at the injex anchor site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. The hcp reported that the patient had good coverage of chronic left leg pain. The hcp reported that the patient had new symptoms of right leg pain. The hcp reported that there was possible neural compression right l1-2 on myelogram. The hcp reported that a possible right l1-2 hemilaminectomy in the future to resolve the issue. The hcp reported that there was no shift in the lead placement. Additional information was received from a manufacturer¿s representative (rep) on (B)(6) 2017. The rep reported that the patient had documented high impedances (out of range) for the 8-15 contacts for around 1 year. The rep reported that they were unaware when the impedances began to show out of range. The rep reported that the patient still felt stimulation from the lead, but were unable to capture her pain pattern. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-09-11. The patient reported that a tech told her that the leads on the right had come loose. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
The consumer reported that they saw a manufacturer representative a while ago and it was claimed the lead connections weren¿t working on the right side. The patient saw their healthcare provider the day before who took x-rays and wanted to see the patient again (B)(6) and wanted a representative there as well. The indications for use were non-malignant pain and failed back surgery syndrome. No patient symptoms reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer and health care provider regarding the patient. It was reported that the manufacturer representative saw the patient and the implantable neurostimulator read that electrodes 8-15 had all contacts out except for 14. The patient has new pain on the right side which was unable to be captured. The patient only gets 90% relief on the left side. The health care provider replaced the paddle and placed it higher. The issue was not resolved at the time of the report. There were no further complications reported or anticipated.